Manufacturer narrative:
(B)(4).

Event description:
Per the reporter, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery. Additional information has been requested; however, this has not been made available as of the date of this report.